Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a study patient experienced macular edema and poor reading vision after an intraocular (iol) implant surgery. The patient needed an intravitreal injection for treatment. Additional information has been requested.

Event description:
Additional information has been received stating the edema occurred postoperatively but prior to informed consent, so the ae will be deleted and the occurrence listed as medical history instead (in keeping with the study reporting period) the clinic has preop as well as postop oct results, which is why the pi had graded the event as related.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., and h.10. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Hcp provided the information that this was a transient diabetic macular edema of a very poorly controlled diabetic. It was not caused by the iol, the operation itself provoked it. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating it was a transient diabetic macular edema of a very poorly controlled diabetic. It was not caused by the iol, the operation itself provoked it. In the meantime, after a focal laser treatment and an improved position of the stiff, it is much better now.

Event description:
Additional information has been received from the customer, stating besides the cataract. There is no medical history. The macula edema was caused by the diabetes. Very poorly adjusted diabetes mellitus. Otherwise no previous eye surgeries. After an intravitreal injection of eyela, some improvement to the visual acuity 0.63 (20/32).

Manufacturer narrative:
The product was not returned for analysis. The lot/serial number was provided. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Hcp provided the information, that this was a transient diabetic macular edema of a very poorly controlled diabetic. It was not caused by the iol. The operation itself provoked it. The manufacturer internal reference number is: (B)(4).